Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted a slight delay in the effluent pump actuation. The analysis found a false contact on the infusion pump connector, and the pump was blocked and restarted during the tests. It was reported that there was a blood leakage within dialyzer, bld alarm, display or visual feedback problem, and effluent pump/flow problem. The reported issues were confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during crrt (continuous renal replacement therapy), the nurse received an alarm 28 which required a calibration shortly after the nurse received an alarm 58 effluent pump fault alarm. It was also stated that the issue was related to pump failure. The machine also had a bld alarm and the display was discolored from top to bottom and so the display was changed out. Citrate was the anticoagulant used. Treatment was terminated and the machine was removed from use by the hospital. The patient was not treated with any other equipment. Blood transfusion was not needed and no medical treatment was provided to the patient due to the event. There was no reported patient injury.